Event description:
It was further reported that the patient was discharged one day from the index procedure on aspirin and prasugrel. It was also reported that when the patient returned in (B)(6) 2012, 80% focal in-stent restenosis of the mid portion of the previously placed study stent in the distal right coronary artery was observed. The in-stent restenosis was treated with angioplasty using a 3.5x20mm apex balloon, resulting in 0% residual stenosis. The event was considered resolved without residual effects and the patient was discharged the same day on aspirin and prasugrel.

Event description:
(B)(4). Same case as MDR ID#: 2134265-2012-02162 and 2134265-2012-02163. It was reported that post a stenting treatment procedure, in-stent restenosis occurred. The patient presented due to unstable angina. The 80% stenosed de novo target lesion was 5mm long located in the proximal to the distal right coronary artery (rca) with a reference vessel diameter of 4mm and timi iii flow. The target lesion was treated with placement of a 3.5x38mm taxus liberte stent, a 4.0x16mm taxus liberte stent and 4.0x38mm taxus liberte stent which were placed in overlapping fashion and deployed from the distal to the proximal section of the target lesion. Treatment resulted in 0% residual stenosis and timi iii flow. (B)(6) 2012, the physician observed in-stent restenosis of the previously placed stents placed in the rca. The physician treated the in-stent restenosis with target vessel revascularization and the event was considered resolved on the same day.

Manufacturer narrative:
Device is combination product. Patient identifier: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).